Event description:
Endo clip disposable clip applier fired five times. When fired the sixth time it locked closed on the "ciptic" artery and would not release. The physician cut the clamp off the artery causing unnecessary bleeding.